Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support for 33-year-old female patient, the automated impella controller (aic) displayed 'controller error' message leading to the console having to be exchanged. Hours later when the patient was stable, they transferred to another aic. There was no reported patient harm.